Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout two of the tests were within normal limits. The lead did not pass the outer insulation integrity test as the lead was cut approximately 26cm from the tip. This damage likely occurred during the explant procedure. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that, shortly after implant, this right ventricular (rv) lead exhibited a drop in pace impedances. The values were still within normal limits. In addition, there was high pacing thresholds observed which resulted in loss of capture and asystole greater than 2 seconds. A revision procedure was performed and the rv lead was explanted and replaced. During the procedure, the rv lead was tested via a pacing system analyzer which confirmed the high thresholds of 5v at 2ms. No additional adverse patient effects were reported.